Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, exhibited a charge time measurement of 18.9 seconds following a manual capacitor reformation. Battery voltage was reportedly 2.54 volts. Technical services discussed replacement recommendations. To date, no adverse patient effects were reported with this clinical observation.